Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429043. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
The report form clinical study (B)(6) for patient with (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (B)(4) of the left paracellar artery, and the day after the procedure, angiography showed that the patient developed asymptomatic cerebral infarction which was scattered throughout both sides of the cerebral hemispheres. No action was taken. The procedure showed that the stent was in the correct position covering the aneurysm neck, adnt he stent was patent.the event outcome as four days after onset was recovered without sequel. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also unrelated. No product malfunctions were noted. During the procedure, angiography was conducted. The occlusion rate of aneurysm was 95% after the procedure. No further information is available and procedural images are not available.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011~ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011~ongoing, and heparin 3000u was administered intra-procedurally. Prior to implanting the vrd, shuttle sheath/cook, 606-s255x (lot unknown), chikai/asahi intecc were utilized. Other devices utilized during the procedure were, excelsior 1018/stryker, tracker excel 14/stryker, silverspeed/covidien (B)(4),gdc/stryker(total 7), matrix 2/stryker(toal 3). Additional informaiton will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from (B)(4) indicated that a day after an enterprise vrd ((B)(4)) assisted coiling of a left parasellar artery aneurysm angiography showed that the patient developed asymptomatic cerebral infarction which was scattered throughout both sides of the cerebral hemispheres. No action was taken. The angiography showed that the stent was in the correct position covering the aneurysm neck, and the stent was patent. The event outcome as four days after onset was recovered without sequel. According to the physician, the relationship of the event to the procedure was highly probable and was unrelated to the vrd. No product malfunctions were noted. The (B)(6) female had a baseline medical history including hemorrhagic stroke, and a clipping of right middle cerebral artery and hyper tension. The target aneurysm at index procedure was a 6.5 mm unruptured saccular aneurysm with a neck to sac ratio was 6.5 mm: 8.1 mm. The parent vessel size diameter proximal was 4.0 mm and distally was 4.0 mm. The occlusion rate of aneurysm was 95% after the procedure. Antiplatelet therapy included aspirin 100 mg and clopidogrel 75 mg/day ongoing starting three days pre-index procedure. Heparin 3000u was administered intra-procedurally. The act was 166 seconds pre anticoagulation and 317 seconds post anticoagulation. The modified rankin scale (mrs) score pre-procedure, five days post, and five weeks post procedure was 0. No further information is available and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01429043. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information, the relationship of the enterprise vrd to the reported asymptomatic stroke post procedure cannot be determined. Cerebral infarction/stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; this patient's medical history, vessel characteristics, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.